Event description:
It was reported that (1) device was used during a diagnostic laparoscopy. It was reported by the rep when the surgeon, a first time user, went to use the 512da system, he went to insert the primary trocar into the pt. He had some difficulty and decided to put a 5mm port in the lateral position to visualize the 12mm port. On insertion, he was able to get the 12mm port in but, upon inspection, he noticed that the blade would not retract into the shield. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.